Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc. Approximately a month and a half later, patient notices swelling on right jawline. Patient went to the ER and had a CT scanned. Result was not provided. 5 days later, patient was treated with clindamycin 300mg and solumedrol dose pack 4mg. 2 months later, patient developed purulent drainage from the area on the jaw. Next day, biopsy performed noting "there is a circumscribed focus of subcutaneous fibrosis/hyalinization with uniform round acellular holes/tissue defect with amorphous material and focal giant cell reaction." 2 weeks later, patient was treated with minocyline 100mg and predisone 10mg tapering 21 days. Area is still firm, but swelling is much better.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details will requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.